Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-1436.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used to perform a variceal ligation. According to the complainant, the bands were coming off prematurely . The procedure was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patients condition following the procedure was reported to be "fine".

Manufacturer narrative:
0/25/2005 initial MDR was: "blank" should have been: 2005.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.